Event description:
The customer reported that he received a no delivery alarm during a set change. The customer attempted to use new tubing and a pre-filled reservoir, but was unable to manually prime past 5.0 units without a no delivery alarm. He could not complete troubleshooting as not all supplies were available. The customer was advised to revert to a back-up plan and change out the set completely as soon as possible. His blood glucose was 286 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.